Manufacturer narrative:
The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh assay, elecsys ft3 iii, and the elecsys ft4 iii assay and a second patient sample tested with roche diagnostics cobas elecsys anti-tpo and the elecsys anti-tshr immunoassay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The reporter initially encountered alarms indicating an abnormal measuring cell during routine patient sample testing. The same alarm occurred after replacement of system reagents and measuring cell preparation maintenance. The pinch valve tube was checked and there were no bubbles. The tubing was replaced, but the alarms still occurred. The affected samples were repeated after the field service engineer performed repairs on the analyzer. The first sample initially resulted with a tsh value of 1.82 uiu/ml, which repeated as 5.30 uiu/ml after the repair was performed. This sample initially resulted with a ft4 value of 4.85 ng/dl, which repeated as 1.33 ng/dl after the repair was performed. This sample initially resulted with a ft3 value of 12.0 pg/ml, which repeated as 2.92 pg/ml after the repair was performed. The second sample initially resulted with an anti-tpo value of > 600 iu/ml, which repeated as 17.0 iu/ml after the repair was performed. This sample initially resulted with an anti-tshr value of 28.8 iu/l, which repeated as 0.5 iu/l after the repair was performed. The reagent lot numbers and expiration dates were requested, but not provided.